Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. Subsequently, the customer experienced an elevated blood glucose (bg) level. The value displayed "high" on the dexcom app¿; however, a specific bg value was not provided. A manual insulin injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.